Event description:
The patient presented with a ruptured basilar aneurysm that was treated with balloon assisted coil embolization. Angiography, taken after the detachment of the final coil, revealed platelet aggregation adjacent to the left side of the aneurysm neck in the p1 segment of the left posterior cerebral (pca) artery. There was also an embolus of platelet aggregation within the terminal parieto-occipital branch of the right pca that the physician related to the balloon catheter. Two 15.3mg boluses of integrilin were administered intra venously for a total dose of 30.6mg. Final angiography revealed a tiny submillimeter platelet aggregation present within the left pca p1 segment just proximal to the posterior communicating artery insertion. There was a tiny incomplete occlusive embolus present within the terminal parieto-occipital branch of the right pca. The thrombus was reported to be resolved with no residual effect.

Manufacturer narrative:
Evaluation conclusions: other for anticipated procedural complication. Additional information was received from the user facility stating that the patient received a total dose of 10,000u of heparin during the procedure. The device history record review confirmed that the device met all material, assembly and performance specifications upon release. The device remains implanted, so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contribute to the reported event. A review of the labeling found that thrombosis is noted as an anticipated procedural complication associated with such procedures. Therefore, based on the available information and the investigation the most probable cause of the reported event is anticipated procedural complication.